Event description:
It was reported that the therapy started about 1.5 hours ago. They keep getting fluid delivery line (fdl) open alert in an arctic sun device and water flow rate (wfr) was 0 l/m. At beginning of therapy noticed leaking from pad line where blue lining was not completely connected to the clear connector. They pushed connection back together and stopped leaking to resume therapy. Walked through stop therapy, disconnect and reconnect. Restarted tx but water flow rate (wfr) was stabilized at 0 l/m. Hypothermia patient temperature (pt) was 33.4c, targeted temperature (tt) was 33.5c, water temperature (wt) was 20.3c. Had them stop therapy and disconnect pads. Placed device in manual control at 30c. System diagnostics, outlet monitor temperature (t1) was 26.5c, outlet control temperature (t2) was 26.4c, inlet temperature (t3) was 25.5c, chiller temperature (t4) was 6.6c, water flow rate (wfr) was 1.7 l/m, inlet pressure (ip) was -6.9psi, circulation pump command (cpc) was 45%, mixing pump command (mpc) was 0, heater command (hc) was 50%, water reservoir level (wrl) was 3, system hours were 5520, pump hours were 1515. Added back pads while in manual control and water flow rate (wfr) was 0.5 l/m, inlet pressure (ip) was -1.1 psi. Stopped therapy and disabled manual control. Walked through set up of new set of pads and water flow rate (wfr) was stabilized at 1.2 l/m. Advised to set aside original set of pads lot# ngjz1088 for return and investigation. Nurse was leaving with nicu manager. Please call them regarding investigation and return of pads. Sn (B)(6).

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The reported event is addressed within the labeling as it states" warning: do not place the neonatal arcticgel pad over transdermal medication patches as warming can increase drug delivery and cooling can reduce the drug delivery, resulting in possible harm to the patient. Cautions: do not place bean bags or other firm positioning devices under the neonatal arcticgel pad. Do not place any positioning devices under the pad manifolds or patient lines. Do not allow urine, stool, antibacterial solutions or other agents to pool underneath the neonatal arcticgel pad. Urine, stool and antibacterial agents can absorb into the pad hydrogel and cause chemical injury, skin irritation, and loss of pad adhesion over time. Replace pads immediately the neonatal arcticgel pad must be replaced after 5 days of use. Do not allow circulating water to contaminate the sterile field when lines are disconnected. Directions: the pad surface must be contacting the skin for optimal energy transfer efficiency. A) if desired, the center section of the pad can be wrapped around the patient¿s torso and secured in place using the velcro tabs provided. If this option is in use, ensure that the edges of the pad are away from articulating areas of the body to avoid irritation. Place pads to allow for full respiratory excursion. (E.g. Ensure free movement of the chest and abdomen are guaranteed). The pads may be removed and reapplied if necessary. Pads should be placed on healthy, clean skin only. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. No additional actions can be taken at this time. Correction: d. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
An additional initial reporter phone number provided is (B)(6). The initial reporter facility name provided is st. Louis children's hospital - bjc healthcare. Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the therapy started about 1.5 hours ago. They keep getting fluid delivery line (fdl) open alert in an arctic sun device and water flow rate (wfr) was 0 l/m. At beginning of therapy noticed leaking from pad line where blue lining was not completely connected to the clear connector. They pushed connection back together and stopped leaking to resume therapy. Walked through stop therapy, disconnect and reconnect. Restarted tx but water flow rate (wfr) was stabilized at 0 l/m. Hypothermia patient temperature (pt) was 33.4c, targeted temperature (tt) was 33.5c, water temperature (wt) was 20.3c. Had them stop therapy and disconnect pads. Placed device in manual control at 30c. System diagnostics, outlet monitor temperature (t1) was 26.5c, outlet control temperature (t2) was 26.4c, inlet temperature (t3) was 25.5c, chiller temperature (t4) was 6.6c, water flow rate (wfr) was 1.7 l/m, inlet pressure (ip) was -6.9psi, circulation pump command (cpc) was 45%, mixing pump command (mpc) was 0, heater command (hc) was 50%, water reservoir level (wrl) was 3, system hours were 5520, pump hours were 1515. Added back pads while in manual control and water flow rate (wfr) was 0.5 l/m, inlet pressure (ip) was -1.1 psi. Stopped therapy and disabled manual control. Walked through set up of new set of pads and water flow rate (wfr) was stabilized at 1.2 l/m. Advised to set aside original set of pads lot# ngjz1088 for return and investigation. Nurse was leaving with nicu manager. Please call them regarding investigation and return of pads. Sn (B)(6).